Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s nurse on an unrelated event revealed that the patient was diagnosed with a hernia (type unknown). It is unknown if the hernia was a pre-existing condition prior to the start of pd therapy. The patient¿s signs and symptoms are unknown. It is unknown if the patient has been scheduled for a hernia repair procedure. The pd nurse reported the patient has been moved to hemodialysis awaiting the hernia repair. Additional information was requested but was unavailable.

Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a possible temporal relationship between the continuous cycling peritoneal dialysis (ccpd) therapy with the liberty cycler and the hernia. There is no documentation that shows a causal relationship between the hernia and the liberty cycler. Additionally, there are no allegations of a malfunction against the cycler for this event. Based on available information, the cause of hernia is unknown. Many types of hernias have been reported in patient¿s undergoing pd therapy due to increased intra-abdominal pressure and deteriorated connective tissue.